Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analysed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemaker's memory content was analysed indicating no anomalies. The battery status was found to be eri. The eri status was triggered on (B)(6), 2015, 6 days after the explantation of this device. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. In summary, the device is fully functional. The eri status was triggered after the explantation of the device most likely due to influences of a cold temperature environment. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - the patient presented to the emergency room, where a 12-lead EKG was performed, showing intermittent ventricular capture. Once the renamic programmer wand was placed over the device, pacing returned to normal. The physicians raised the rv output to 4.0v @ 1.0ms to ensure capture. Approximately one month later, the exact same scenario occurred, where the patient presented to the ER for a 2nd time with intermittent loc. Rv output was then increased to 6.0v @ 0.4ms. Being the second time this happened, the physician decided to replace both the rv lead and pulse generator. The date of implant was provided.